Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the demonstration pool. Physio further evaluated the removed main keypad assembly in a test device and observed that the charge button had become electrically shorted due to physical damage. The shorted charge button prohibited the shock button from functioning properly.

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control demonstration device. During the maintenance, physio observed that the device would charge itself for defibrillation when buttons other than the charge button was pressed on the main keypad assembly. Upon further evaluation of the device, physio observed that the shock button was inoperative. In this state, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control demonstration device. During the maintenance, physio observed that the device would charge itself for defibrillation when buttons other than the charge button was pressed on the main keypad assembly. Upon further evaluation of the device, physio observed that the shock button was inoperative. In this state, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).